Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation tot he reported symptom which was not reproduced. The device was tested a nd no malfunction could be identified. System error 322 was confirmed through review of the event history lo. The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have ben replaced. System error 322 will occur when the pump transitions from the door state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.